Event description:
The customer reported that the pump battery would not charge despite attempts to use different power sources and cables. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and confirmed the shipping address. The customer would use multiple daily injections as a backup therapy and was instructed on how to return the faulty pump.